Manufacturer narrative:
Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
As a result of an inspection that was completed as part of the correction and removal initiated by ge healthcare (gehc) on 27-nov-2024, (recall no. Z-0814-2025). This unit was identified as having an issue with reduced concentration delivery of anesthetic agent. There was no patient involvement.